Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2016 with the following findings: the pump powered up with intact auditory and vibratory alerts to a persistent blank screen, making it impossible to adequately investigation the reported no power complaint. The battery cap was able to fit securely and to maintain electrical connection. The review of the black box data and the alarm history showed multiple consecutive software related alarms. Upon removal of the pump cover, no intermittent condition was found to the printed circuit board. A technical analysis was performed and revealed a u17 slave processor failure. Unrelated to the original complaint, the battery compartment was cracked. (B)(4).